Event description:
The complainant had reported that a patient underwent a therapeutic ercp procedure with placement of a biliary stent. The initial event description indicated that resistence was met when the clinician attempted to deploy the rapid exchange biliary stent. The inner wire of the stent buckled and came out through the side hole. The procedure was successfully completed with another of the same device. The patient did not sustain any reported complications or ill effect from the inability to deploy the stent.